Event description:
The patient came in reporting instability and the cause is unknown. At about 8 months after primary, the surgeon revised the insert (10mm) with a thicker one (13mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19-apr-2024: lot 2247366: (B)(4) items manufactured and released on 09-mar-2023. Expiration date: 2028-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.